Event description:
The customer reported a communication error. The field engineer noted that the error prevented the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The com2 cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.